Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the ink of the syringes has spread and you can't see the scale markings anymore on the bd micro-fine¿ insulin syringe(s) with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 7010764. Customer states that the ink of the syringes has spread and you can't see the scale anymore. The returned syringe was examined and no defects were observed with the scale printed on the barrel of the syringe. All of the scale markings were printed clearly without any observed smudging. A review of the device history record was completed for batch# 7010764. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200680900] noted for ink smears. There was one (1) notification [200680919] noted for missing scale line. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported before use that the ink of the syringes has spread and you can't see the scale markings anymore on the bd micro-fine¿ insulin syringe(s) with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for scale marking defective on lot # 7010764. Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 7010764. Customer states that the ink of the syringes has spread and you can't see the scale anymore. The returned syringe was examined and exhibited slightly smudged scale markings. A review of the device history record was completed for batch# 7010764. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200680900] noted for ink smears. There was one (1) notification [200680919] noted for missing scale line. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. (B)(4) was initiated to address such issues at this time.

Event description:
It was reported before use that the ink of the syringes has spread and you can't see the scale markings anymore on the bd micro-fine¿ insulin syringe(s) with needle. There was no report of exposure, injury or medical intervention.